Event description:
The date on the pt's pump was misread and the pt's pump went dry. The pt went to the hospital with pneumonia and sweating. The physician ascertained that sweating was symptom of pneumonia. The day and month were misread on the programmer and the pump ran dry. The pt did not hear the pump alarm. It was stated that the pt had a "drug holiday." The pump was re-started and titrated up slowly. The pt was last seen on (B) (6) 2010 and was doing "ok." The pt was then educated on how to correctly check the date on their programmer and reviewed alarms related to the implanted device. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).